Event description:
1. Tips sold as sterile electrodes have not been when for human medical use. 2. Tissue glue - isodent - is not sterile and is sold to medical drs - eye surgeons - for use in sterile applications and procedures.